Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced pelvic organ prolapse with cystocele related to bilateral paravaginal defects, vaginal vault prolapse, previous hysterectomy and stress urinary incontinence.